Event description:
Staff assisting resident out of bed using hoyer lift. Begin to move lift with resident in sling. Right leg of lift "snaps", right leg of lift twists. Staff lower resident to the floor. Hoyer lift leans on staff but resident is not injured. Lift not used until (B) (6) 2010. Maintenance called (B) (4) for maintenance/repair recommendations.